Event description:
Provider states the seat broke on the commode.

Manufacturer narrative:
(B)(4). Complaint was not given to regulatory affairs from customer service for processing until ((B)(4) 2013). Potential for pinch or fall injury associated with a broken seat on a 9630-4 commode.